Event description:
It was reported there was an intermittent fault, won't stay on when changing battery. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, one bail cover, lead flex cover, and the battery drawer are broken. One bail cover, one case screw, one bail, and battery drawer o-ring are missing. Battery contacts are compressed, keyboard is scratched, and battery release is contaminated. (B)(4).